Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited rising and high thresholds. It was also reported that during the explant of the ra lead the physician was unsuccessful in unscrewing the lead. At that point, they pulled on the lead by hand with as much force as they could and part of the lead came out. A new ra lead was implanted. No patient complications have been reported as a result of this event.